Manufacturer narrative:
The lens remained implanted, therefore it was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Consumer reported being dissatisfied with vision post bilateral cataract surgery and iol implant. According to the implanting surgeon a slight iol tilt was noticed approximately 2.5 months post implant. Surgeon performed a yag on (B)(6) 2016, and photorefractive keratectomy (prk) on (B)(6) 2016. However consumer indicated she needs to use "readers". She also reported having morning vision impairment (tunnel vision/blurring), halo effect during night driving and in office setting where high intensity lighting is present, as well as continued light sensitivity during the day. This report is for the left eye.